Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device shut down during functional testing and caused the system to crash. The main printed circuit board assembly was realigned and retested and a self-test error displayed. The error was cleared. The device was powered on with slight pressure on the menu screen, the batteries were ejected and reinserted, then the device functioned as expected. Analysis also found three case screws were contaminated. It was noted one extra tube was found inside the device. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.